Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Response from the hcp was received. It was reported, the issue was resolved by reprograming the device. They also reported, the patient's weight as 170 lbs.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are feeling a "little shock" and a "jolt" in their groin area "right between where the joint meets my leg near the upper thigh". Pt inquired if this is normal. Pt stated this doesn't happen often, but reported they notice it when walking and reported it makes pt feel like they are going to fall. Pt also reported their stomach is swelling up. Pt stated they were scared to turn the therapy off and inquired if they should. Pt stated they were misunderstanding when to turn therapy off and when to turn handset off. Pt stated they have had handset off and stated they don't know if that's why pt's stomach started swelling. Patient services reviewed general overview of turning therapy off and turning handset off. Reviewed stimulation overview and expectations. Recommended pt decrease stimulation or turn therapy off to see if that helps and follow up with hcp. Pt stated they have tried a different program and tried decreasing stimulation "like two days ago" and stated that is not helping. Pt stated therapy is on at 2.0volts, program 6. Pt decreased stimulation to 1.8volts and confirmed comfortable stating they are not feeling much stimulation, but stated they will monitor since the shocking sensation is not happening all the time. Pt denied any recent trauma to implant site or falls. Pt inquired if they turn therapy off if they would need to go back to catheterizing. Patient services reviewed role of ps and redirected pt to hcp to discuss medical questions. Pt mentioned they have hcp appt. Scheduled for the 30th, but will call clinic to see if they can be seen sooner. Pt was relating all issues reported above as starting at the same time "about 2-3 weeks" ago. Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.